Event description:
Customer reported that health care provider (hcp) changed target blood glucose (bg) value in pump settings from 130 mg/dl to 110 mg/dl without changing any other values. Customer reported that bg level has been below target since setting was changed. Tandem technical support referred the customer to hcp; however, customer declined and indicated that she would change pump settings. Customer reported that pump was performing as intended.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.